Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was undergoing planned non-emergency neurovascular treatment. It was completed by moving the patient to another system. The philips field service engineer (fse) inspected the system onsite and confirmed that there were issues with fluoro images. A review of the system log files confirmed the image processing malfunction. Upon functional testing, the fse found that the ippc failed to boot up and required reboot. To resolve the issue, the fse replaced the ippc, hard disk drive and upgraded the software. After parts replacement and necessary installation and configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system produced a remote alert of ¿error_fluoster_imaged¿ and would not produce x-rays. The patient was moved to another room to complete the treatment procedure. There was no reported patient or user harm. Philips has started an investigation of this complaint.